Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Hold for lk 2.18(B)(4). The file number for this l2 complaint is (B)(4). (B)(4). Npi. 8100 fail pressure calibration. Customer asked a question about if the ail has a crack and is this the reason for it not passing. Explain to customer that yes it will, customer said ok I will replace it. Customer said thank you and ended the call.